Event description:
The distributor reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal cracked while loading into the delivery tube. No add'l info was provided. No pt complications were reported.